Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and outcome of the peritonitis were unknown. On the same day as onset, the patient was hospitalized for the event and began treatment with injection magnex, 1gram, intraperitoneally, tds (three times per day) and injection van lid, 500mg, intravenously (both treatments were ongoing). At the time of this report, dianeal therapies were ongoing. No additional information is available.